Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent excision of the sling on (B)(6) 2005 due to exposure, urinary incontinence and cystocele. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a hysterectomy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, erosion of her internal bodily tissue, infection, urinary/bowel problems, recurrence, vaginal scarring, and other injuries following the procedure. It was also reported that the patient underwent removal of mesh on (B)(6) 2005 due to exposure, urinary incontinence, and cystocele. No additional information

Manufacturer narrative:
Date sent to the FDA: 04/14/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with rectocele repair due to pop, menorrhagia, pelvic pain, and rectocele. No additional information has been provided.